Manufacturer narrative:
Section d4, serial number was updated. Calibration signals were slightly lower than expected. Qc was acceptable. Multiple abnormal sample aspiration errors were observed on the alarm trace data. These errors suggest possible poor sample quality. The field service engineer (fse) performed instrument testing which showed an issue. The fse adjusted the sample probe and checked the sample probe liquid level detection (lld). The fse found no issues with the sample probe. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) adjusted the sample probe and checked liquid level detection (lld). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas 8000 e 602 module. The initial result was 32.51 miu/ml. This result was reported outside of the laboratory. The patient was not treated based on this result. On (B)(6) 2021 a new sample was obtained and the result was 110291 miu/ml. On (B)(6) 2021, the customer repeated the original sample and the result was 10000 miu/ml with a data flag. The repeat with 1:100 dilution was 13216 miu/ml. The hcg + b reagent lot number was 45406000 with an expiration date of 31-may-2021.